Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? How long postoperative was the bleeding identified? How was the postoperative bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What is the current status of the patient? Response: the information was late and therefore, the details questioned with the doctor he used were not addressed. He is experienced and uses the stapler in all his procedures. The patient was discharged from the ICU afterwards.

Event description:
It was reported that following a colectomy procedure, after surgery there was bleeding on the staple line.